Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified it is likely while the user was handling the device, water invaded scope connector, which led to abnormality of electronic parts. As a result, the suggested event occurred temporarily. The following information is stated in the instructions for use (IFU): important information ¿ please read before use ¦ warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warning and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope while being used with cv-190 / clv-190 lost the image and received an e216 / e329 scope communication error. Another scope was connected and had no issue, the user facility cleaned the scope connector with an alcohol prep pad, dried and connected to the clv-190 with both cv-190 / clv-190 off and a b30 scope communication error occurred. The user facility reported they have had issues with fluid invasions, the olympus technical assistance center (tac) suggested they speak with central reprocessing and have them check their water resistant caps for damage. The issue was found during a therapeutic bronchoscopy, the intended procedure was completed with a similar device, the procedure duration was 15 minutes and there was no delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed, the device evaluation found that the scope communication errors could not be duplicated. Additional findings include the following: the adhesive at the channel opening was cracked / chipped, the bending section cover adhesive was chipped / peeling off, the objective lens adhesive was cracked, the insertion tube had heavy buckles / was punctured, and the scope connector had a fluid invasion (it was dry after aeration). The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.